Manufacturer narrative:
Visual inspection found that the pump pcb board had corrosion causing no tests could be performed. The complaint could not be duplicated. The pump pcb board was replaced.

Event description:
Pt states that the pump will continue to run after the formula is gone. Rate and dosage are 117 ml/hr and 117 ml.